Event description:
It was reported that during the patient¿s trial procedure on 2013-(B)(6) a blood vessel was hit and the patient had to ¿have the whole back of their spine taken off.¿ the reporter stated they discovered the patient had an eight inch blood clot. It was noted that when the patient had the permanent implant they had a double laminectomy and a surgical lead implanted. The reporter stated the lead was not scarred in yet because it had only been eight weeks since implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the blood vessel had been cut during lead insertion. The patient had become temporarily paralyzed from the waist down. An emergency surgery had been performed the following day due to the pressure and to stop the bleeding. 5 laminectomies had been performed and the entire length of the spine was cut so they could remove the clots section by section. Some muscles and bone had to be cut. The patient had to endure 8 months of physical therapy. She needed more but insurance wouldn't cover more. It took 18 months to recover. She was no longer paralyzed. The permanent implant was then reattempted and successful 3 weeks later.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. Additional information received reported that a hemorrhage following the percutaneous trial lead caused the event. It was stated that the issue was a mechanical vascular disruption. It was further reported that the patient experienced transient paraparesis as a result of the event. It was stated that the trial lead was explanted on (B)(6) 2013. It was stated that the explanted component would not be returned to the manufacturer. It was reported that an MRI/x-ray/CT scan confirmed a hematoma around the trial lead. It was reported that the hematoma was evacuated via laminectomy. It was reported that the result was recovery of neurological function. It was stated that the re-implant of scs (spinal cord stimulation) (now a paddle lead) trial, then stimulator placement occurred on (B)(6) 2014. It was stated that pain relief was expected. It was reported that the patient required hospitalization as a result of the event and the patient status was listed as serious injury/illness-recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: 2014-(B)(6), product type implantable neurostimulator, product ID 97754, serial# (B)(4), product type recharger, product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97791, lot# n399308, implanted: 2014-(B)(6), product type accessory, product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead, product ID neu_unknown_lead, product type lead, product ID neu_unknown_lead, (B)(4).